Event description:
The hcp reported the patient was experiencing increased spasticity. The medication was increased which was helpful. 2 months later the patient had more severe spasticity. "No alarm occurring throughout." A catheter dye study was done without problems. At refill, it was discovered that no medication had left the pump - the reservoir volume was not correct. Further testing was done and the pump was replaced. The patient outcome was not reported. A follow up report will be sent when additional information is received.